Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) due to inappropriate sensing, and non-capture, has had the rate sensing portion capped, the high voltage portion of the lead remains active. A new sensing lead (0010) was implanted.